Event description:
It was reported by dealer that when lowering the patient and you let off of the hand pendant the patient continues to get lowered. The dealer states that it will raise the patient back up but will start to lower again (h605 lift).